Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082062) on 20-nov-2018. The most recent information was received on 18-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril and ranitidine hydrochloride (zantac). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: hospitalization and intervention required was mentioned but not specified and /or assigned to one of the events. Most recent follow-up information incorporated above includes: on 18-jan-2019: maude form received. Regulatory authority was added as reporter. This case became incident. Essure removal was done for pelvic pain. Concomitant products were added. Implanted date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082062) on 20-nov-2018. The most recent information was received on 20-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('other injury(ies) or complication please describe: pelvic inflammatory disease') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril and ranitidine hydrochloride (zantac). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, cystitis, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dyspareunia, genital haemorrhage, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: hospitalization and intervention required was mentioned but not specified and /or assigned to one of the events. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet was received. Events added from pfs- pelvic inflammatory disease, bladder infection, urinary tract infection, vaginal infection, dyspareunia (painful sexual intercourse). Reporter information, new lawyer was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.